Event description:
It was reported that increased hv lead impedance was observed when patient presented in clinic after receiving an alert. In clinic measurements were in range. The system will be monitored. It was later reported that session records were reviewed and showed that the overall impedance was normal except the svc vector was high and out of range. This out of range measurement was reproduced several times in clinic. Programming changes were recommended and device remains implanted. No further information is available.